Event description:
The lay user/patient called lifescan (lfs) another country in 2008 alleging that his one touch ultra meter does not power on. After several attempts to make contact, the technical service rep (tsr) was unable to reach the pt to obtain further info. The pt stated that he normally tests his blood sugar level and takes insulin 4x per day. He takes novomix 30 insulin. The pt stated that the meter power issue first began on four days earlier. He reported that he has been unable to test since this day. During the week he was unable to test, for unknown reasons, the pt decided to reduce his insulin intake to 2x per day, taking 12 units in the morning (12am) and 10 units in the evening (10pm). According to tsr notes, the patient reported experiencing feeling "hot and sweaty," which the patient reported, "usually indicates that his blood sugars are high". The patient did not report testing on another meter and did not seek medical attention. The tsr verified that this is not a new product. The tsr checked the power button and inserting a test strip and the meter would not power on. The tsr verified the batteries were installed correctly, however, it was discovered that the patient had not replaced the batteries per owner's manual guidelines. The pt did not have a battery available for further troubleshooting. The tsr advised the pt to get his blood sugar tested immediately and notify his doctor of symptoms. The tsr also sent a replacement meter. This complaint is reported because the patient alleges he was unable to obtain a reading on the lfs product prior to taking insulin and afterward, he felt hot and sweaty. Though the patient apparently indicated the symptoms were his typical hyperglycemia symptoms, these symptoms are also consistent with hypoglycemia.